Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken monopolar yaw pulley. A broken piece measuring approximately .078¿ x .062¿ is missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Additionally, the instrument was found to have a bent banana plug at the back end of the housing. This failure is most commonly caused by mishandling.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the tip of the permanent cautery hook instrument broke off. The device was not used on the patient.